Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the plastic coating of stylet was detached from stylet when stylet removed from the endotracheal tube (ett) after intubation. A 10cm (centimeter) piece of plastic coating remained in the endotracheal tube (ett) which was in the patients esophagus. The patient was electively extubated due to the plastic piece in original endotracheal tube (ett) and reintubated. No patient injury was reported.

Manufacturer narrative:
Device evaluation: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. If the product is returned, the manufacturer will reopen this complaint for further investigation.